Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. It was found that setting may have been changed inadvertently by the user with the remote control as the scrub tech remembered that she had dropped something on the remote. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 15, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the event is user related. (B)(4).

Event description:
A biomedical engineer reported that the surgical mode appeared to change during a surgical procedure. The scrub technician realized that she had dropped something on the remote control that actually changed the setting. The system was adjusted to proper setting to complete the surgery with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).